Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, the patient experienced blurry vision and couldn't focus for near or far distances. The lens was exchanged for a different lens 4 months after initial implantation. The replacement lens was 1.5 diopters more power. Additional information was requested.